Event description:
Nurse primed the delivery set. Placed on feeding pump. Started infusion. Ten min later, nurse noticed leaking around the pinch valve. This is not the first time this has happened. Nurse pulled set off the patient, saw the hole in the tubing set and replaced it.what was the original intended procedure?feeding.